Event description:
It was reported that the patient just had a pump implant and there was swelling over the pump site. The physician was having difficulties interrogating the patient's pump. The patient was near a potential emi (electromagnetic interference) source; a motorized wheelchair. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).